Event description:
It was reported the patient was falling down, fainting and dizzy. Patient claims the device was not working right. Device was removed and replaced with a different type of device due to a change in the patient's heart condition. It was further reported that the patient had symptomatic sinus bradycardia and needed an atrial pacing lead; the dizziness was due to the sinus bradycardia and not so much that the device had reached elective replacement indicator (eri.) No patient complications were reported as a result of this event.

Event description:
It was reported the patient was falling down, fainting and dizzy. Patient claims the device was not working right. Device was removed and replaced with a different type of device due to the patient's heart condition had changed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.